Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: 5ml. Procedure: unk. Cathplace: in abdomen above belly button. Customer reported catheter break. After removal of catheter, it was noticed that no black mark was noted. Roughly 3 - 4 inches broke off. Catheter fragment removal was done on (B)(6) 2013. Date of surgery: (B)(6) 2013. The product was reported to be lot 0200794893, model pm026-a, and product number 101371900. Catheter information unk.

Manufacturer narrative:
Method: the sample will not be returned. Results: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. The directions for use ((B)(4)) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of, "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin ((B)(4)) in order to prevent or decrease catheter breaks, entitled, "tips on preventing in-situ catheter breakage with the on-q post-op pain relief system." I-flow is currently conducting an investigation on catheter breaks under investigation number (B)(4).